Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's procedure was abandoned due to the adapter not connecting with the generator. No adverse consequences to the patient were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.